Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to no signal on the electrogram while using the pacing system analyzer (psa) and when the physician moved the rv lead the signal looked clean afterwards. In addition, there was a large amplitude on the psa. Boston scientific technical services (ts) assessed and stated that the distal coil was hitting something every complex. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. In addition, the pressure test failed due to the cut in the insulation approximately 170 millimeters from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to no signal on the electrogram while using the pacing system analyzer (psa) and when the physician moved the rv lead the signal looked clean afterwards. In addition, there was a large amplitude on the psa. Boston scientific technical services (ts) assessed and stated that the distal coil was hitting something every complex. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.